Event description:
It was reported that the intraocular lens (iol) had unfolding issue. Through follow-up account clarified that the lens was partially implanted in the left eye and was cut-out for replacement during the same procedure. There was no further medical or surgical intervention required. The procedure was completed successfully with a backup lens. Patient was reportedly doing fine when discharged. No further information provided.

Manufacturer narrative:
Pt info: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. (B)(6). The intraocular lens (iol) has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.